Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference the journal article at the following location: http://www.ncbi.nlm.nih.gov/pubmed/16720765. Conclusion summary: no devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient had significant polyethylene-related synovitis which resolved following exchange of the tibial polyethylene liner.